Manufacturer narrative:
The device was returned to the factory for evaluation. It showed slight signs of clinical use and slight evidence of blood. A visual inspection was performed after the device was cleaned of debris. The bisector blade showed no visual defects when inspected under microscopy. The connector appeared undamaged. The bipolar electrodes were inspected under microscopy. No evidence of physical defect was found. A mechanical evaluation was performed. The blade operated smoothly and was able to cut three polymer reference vessels cleaning without difficulty. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro trigger stopped advancing the jaw causing the blade to stop cutting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.